Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the adjustable pressure limit (apl) valve to resolve the reported issue.

Event description:
The hospital reported that, it is not possible to adjust the operation settings. The mechanical movement of the apl (air pressure limit) valve was blocked. There was no reported patient involvement,